Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 220 mg/dl. Customer's father stated that the pump was saying button error even when he changed out the battery. Caller stated that his daughter wears the insulin pump. Customer's father stated that the button was kind of stuck and kept going up. Customer's father finally got it to work correctly and has not had an issue since. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).